Event description:
Engineering initiated an investigation involving physical damage to the device accessory therapy cable. A failure of the cable could result in an inability to monitor a pt in paddles lead and deliver defibrillator and pacing energy.